Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) screen was blank. The insr was not charging when plugged into the ac power source. The connector pin did not look loose or broken. The patient reported that it did not appear to be loose but the arrow was painted on the wrong side. The recharger plugged in upside down. The patient started feeling pain in their legs and feet with the system not working.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. The desktop charger (dtc) (serial # (B)(4)) was returned and analysis found the connector pin of the cable assembly to be bent

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.